Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated by the product analysis lab (pal). The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA-(B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 8. The patient's ultrafiltration reading was 107ml. The home patient's (hp) programmed fill volume was 290ml. This information gave a total drain volume of 397ml which meets iipv criteria. The nurse stated that the patient was not overfilled as his fill volume should be 400-500ml, however, the patient's mother does not want to increase it to that amount. The nurse stated that it is unlikely that the caregiver connected before connect yourself or pressed go prior to closing clamps, however, the nurses would not have. Therapy has been going well for the patient and the patient's mother has not reported any difficulties. No symptoms have been reported. According to the patient's mother the nurses were performing therapy at the time this event, therefore, she is not sure if go was pressed prior to closing clamps or connected before connect yourself. Furthermore, the caregiver did not recall whether the patient had symptoms during this instance of iipv. The patient is doing well and has continued therapy successfully. A new device was received. There was no patient injury or medical intervention.